Event description:
Report received of a delay in therapy. It was reported that a homecare patient was receiving an unspecified dose of desferal, over 10 hours for chronic iron overload. The patient reportedly, missed 2 doses as a result of proximal occlusion alarms occurring. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.